Event description:
Pt underwent planned quaddruple coronary bypass surgery. State of pt's vasculature allowed for only a double bypass. The saphenous vein was harvested via balloon dissection successfully and used for bypass graft. Vein was tested for viability prior to graft and found acceptable. Pt expired the night of the surgery when the graft did not hold.